Manufacturer narrative:
(B)(4). The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that the patient was experiencing power switching events. The controller (B)(4) was returned for evaluation. Six batteries (B)(4) were not returned for evaluation. Review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnection. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: bat206474 - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016, bat206820 - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016, bat206824 - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016, bat206831 - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016, bat210072 - 1650de - MFR. Date: 10/31/2015 - exp. Date: 10/31/2016, bat219287 - 1650de - MFR. Date: 06/30/2016 - exp. Date: 06/30/2017. Product retained by patient. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the log files shows power switching. It was stated that there were no action taken so far as the patient was already at home when log files were analyzed. It was stated that the patient will come back to outpatient clinic in approximate 3 months and the ventricular assist device (vad) coordinator will exchange devices then. It was further stated that there were no effect or consequences to the patient. No additional information available.